Manufacturer narrative:
In response to FDA report number mw5070523. A review of the device history record has been completed. No deviations or non-conformances found. The event of autoimmune/connective tissue disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Connective tissue disease (ctd) concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants.

Event description:
Patient reported that they have symptoms of not being able to swallow and breathe, severe heart palpitations, tachycardia and irregular heartbeat, low-grade fevers, losing their hair, burning pain in chest and abdomen, bloating, could no longer could swallow food, severe esophageal dysmotility in the bottom 2/3 of esophagus, chronic fatigue, massive headaches, severe anxiety. Patient went to the ER several times after "feeling very sick and scared." Patient has "severe autoimmune issues which have attacked [their] endocrine and immune systems". The device has been explanted and afterward patient's "health is 80 percent better." This medwatch is for an unspecified side. See MFR # 9617229-2017-00418 for the contralateral side.